Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported issue. It was stated that the voltage reading should be 23.3 volts direct current (vdc) to 25.7 vdc (24.5 vdc +/- 5%). However, the reading was at 0.1267 vdc which failed the criteria limit. Accordingly, this would have a definitive effect and would result to 'battery cannot be charged/full back up may not be available' error message.

Manufacturer narrative:
The user facility's manufacturer trained biomedical technician determined that there was a faulty power supply. He replaced the power supply. The suspect device was returned to the manufacturer for further evaluation. Evaluation is in progress but not yet concluded.

Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, there was a 'battery cannot be charged: back-up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, during a cpb procedure, the perfusionist received a message on the central control monitor (ccm) of their heart lung machine (hlm) that the battery cannot be charged and that full back-up may not be available. The team did not lose power during the procedure. There was no harm or blood loss associated with the event. The unit was not exchanged out, and there was no delay in the continuation of the surgical procedure.